Event description:
Allegedly the patient was revised due to the following mom complications: pain; possible high cocr levels pulled out neck, head and shell, went with biomet shell and dual mobility liner with our 28 medium head and a new neck of ours.